Event description:
Boston scientific received information that this pacemaker longevity was lower than expected with 5 volts (v) on right atrial (ra), 1.1 v at right ventricular (rv) and impedance measurements of 369 ohms. The device was using 135 percent power compared to nominal. Boston scientific technical services (ts) discussed that at 5 v 135% might be normal and suggested to watch for further changes and can request engineering analysis in the future if additional changes were noted. Additional information was sent but no further information was received. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.